Event description:
It was reported that customer experienced power source alert and t: slim x2 pump battery initially would not charge despite use of proper charging cable, wall adapter, and working outlet. There was no reported impact to the customer¿s blood glucose level. Customer left pump connected to wall adapter for extended period, after which pump began charging, and no pump shutdown occurred, so no further assistance or device replacement was required and device was not returned.